Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the monopolar and bipolar energy were not working. Prior to calling the intuitive surgical, inc. (Isi) technical support engineer (tse), the site replaced the energy cords. The tse viewed the system logs and noted several c-71 errors against the integrated electro surgical unit (iesu). The tse recommended rebooting the iesu. However, the iesu faulted on reboot. The iesu would not communicate with instruments after the reboot. The tse recommended bringing in another vision side cart (vsc). The surgeon elected to convert the procedure to a laparoscopic procedure. There were no reports of patient injury.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the integrated electro surgical unit (iesu) to resolve the reported issue. The system was tested and verified as ready for use. Isi has received the iesu involved with this complaint; however, failure analysis has not completed their investigation. A follow-up MDR will be submitted after failure analysis investigation.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The integrated electrosurgical unit (iesu/ erbe) was analyzed and failure analysis investigation was confirmed and reproduced the customer reported complaint. The erbe was placed on an in-house system and was run in normal mode. The erbe had no significant scratches or dents. The front bezel is not cracked. The erbe is in a good condition.

Event description:
Refer to h10/h11 for follow-up information.